Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that before a procedure, the device was opened and upon inspection it was determined to have a hole in the tyvek lid compromising its sterility. Not used in a case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # k5d820. The analysis results found that the long60a device was returned inside its package; the package was returned open. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; the tyvek was noted to have two tears and scratches around the damaged area. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends.